Event description:
It was reported that the arctic sun device had no flow. It was determined that the device had a failed circulation pump. Circulation pump command (cpc) was 100 percentage, inlet pressure (ip) was 0.0. They will replace the circulation pump in house, parts and price provided.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed circulation pump. It was determined that the device had a failed circulation pump. Circulation pump command (cpc) was 100 percentage, inlet pressure (ip) was 0.0. They will replace the circulation pump in house. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had no flow. It was determined that the device had a failed circulation pump. Circulation pump command (cpc) was 100 percentage, inlet pressure (ip) was 0.0. They will replace the circulation pump in house, parts and price provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.